Event description:
It was observed that during the device evaluation, the flex video scope exhibited there are light spots caused by contamination on the light guide (lg) lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there are light spots caused by contamination on the light guide (lg) lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.